Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan g4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy, preoperative diagnosis was an l1 vertebral fracture. It was reported that there was cement leakage into the right anterior wall occurred during injection, with the cement stored appropriately before use. All fenestrated screws were used correctly, with no damage reported. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was extracorporeal leakage and cement in the pulmonary artery. No other problems with patient. Additional information was received from the manufacturer representative that there is no plan for removing cement from the right front sidewall. The cement leaked to the right front sidewall, not to the pulmonary artery. No device problems. No symptoms, no problems in particular.